Event description:
The pt felt severe nausea and had uneasiness in the chest after heparin was discontinued 8 hours prior to having a procedure to remove a malignant tumor. Cardiac enzymes were increasing so coronary angiography was conducted and thrombus was observed inside the implanted cypher. To treat the thrombus, balloon angioplasty and a bare metal stent was implanted. Balloon angioplasty was conducted with a 2.5x20mm marverick balloon at 20atm for 60 seconds, 15atm for 60 seconds and 20atm for 60 seconds. Then the balloon was changed to a larger sized 2.75 x 30mm marverick and inflated at 10atm for 120 seconds. Then a 2.5 x 18mm zeta stent was implanted at 15 atm for 25 seconds from the proximal edge of the cypher with overlap.